Event description:
This device is concerning for any parent using to save a child from choking. This product can be pulled apart by the mask and bello, and looks it is being held together by toxic glue. Not only is the mask glued on but the bottom of the bello is also glued on. Very concerning considering I have a 7 month old and do not want her inhaling toxic glue. Https://willnice.net/ is where this product is sold.